Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Review of procedural imagery was performed, and the following was observed: 3mensio imagery reveals no notable tortuosity and calcification in the access vessel (left side). Delivery system flex shaft and valve are protruding through the sheath inside the patient. Provided device imageries were reviewed the following were observed: sheath shaft appeared to be cut into two pieces. Proximal delivery system appeared to be inserted through proximal sheath shaft while protruding through torn liner and cut through the guidewire. Distal delivery system appeared to be cut through the guidewire, inserted through distal sheath shaft with crimped thv exposed through torn liner and nose cone exited through distal tip. Bent strut was observed on the thv inflow. The reported event was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, the physician said that the valve had normal push to pass through. When advancing the valve through the sheath, it was noticed wire coming back from the lv. Panned to the access point and observed the delivery system had prolapsed into the internal iliac of the patient. The sheath torn on the expansion area, and the resistance of pushing the delivery system up had pushed the delivery system into the internal iliac. There was no support from the sheath which cause the system to take the path of least resistance. Only the nose cone of the delivery system made it out of the top of the sheath. The valve was observed to have a bent strut. In this case, as the associated valve had a bent strut, it is likely that the valve caught on to the liner during advancement and tore it. Excessive manipulation can further exacerbate the interaction of the valve and the liner, contributing to the reported liner puncture. As such, available information suggests procedural factors (excessive manipulation, valve caught on liner) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards lifescience field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position. Standard tavr was performed on the left side. Pre dilator was used on back table, and sheath inserted. There were no issues with inserting the 14f esheath plus into the patient. The loader tool was inserted all the way and the 26mm sapien 3 ultra valve and 26mm commander delivery system were inserted into the sheath and advanced. The physician said that the valve had normal push to pass through. When advancing the valve through the sheath, it was noticed wire coming back from the lv. Panned to the access point and observed the delivery system had prolapsed into the internal iliac of the patient. The sheath torn on the expansion area, and the resistance of pushing the delivery system up had pushed the delivery system into the internal iliac. There was no support from the sheath which cause the system to take the path of least resistance. Only the nose cone of the delivery system made it out of the top of the sheath. The valve was observed to have a bent strut. Vascular surgery was called and decided to pull the delivery system back. After getting it straight they tried to walk delivery system back and was asked to stop because the valve was partially out of the side of sheath. The decision was made to surgically cut down on the iliac to remove valve. The procedure was stopped and vascular surgery was performed. Ligation of the left distal common iliac, internal iliac and external iliac ligation with common iliac to left common femoral artery (cfa) bypass and bilateral femoral artery cutdowns. Patient received 8 units packed red blood cells (prbc), 6 u ffp, 1 of platelet, 10 cryo. The devices were cut out of the patient. The patient was reported as stable.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Review of procedural imagery was performed, and the following was observed:3mensio imagery reveals presence of tortuosity and calcification are present in the access vessel (left side), delivery system flex shaft and valve are protruding through the sheath inside the patient, provided device imagery were reviewed the following were observed: sheath shaft appeared to be cut into two pieces, proximal delivery system appeared to be inserted through proximal sheath shaft while protruding through torn liner and cut through the guidewire, distal delivery system appeared to be cut through the guidewire, inserted through distal sheath shaft with crimped thv exposed through torn liner and nose cone exited through distal tip, bent strut was observed on the thv inflow. The reported event was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per imaging evaluation, calcification and tortuosity are present in the patients left access. In this case, as the associated valve had a bent strut, it is likely that the valve caught on to the liner during advancement and tore it. Excessive manipulation can further exacerbate the interaction of the valve and the liner, contributing to the reported liner puncture. Additionally, vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. As such, available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation, valve caught on liner) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2024-03496 2015691-2024-03497